Event description:
Additional information: the patient also experienced sepsis.

Manufacturer narrative:
Additional information. The patient's continued driveline infection was first diagnosed in october 2014 and was reported under MFR # 2916596-2015-00186. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years & 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) "0214". It was reported that the patient experienced a continued driveline infection that ultimately resulted in the patients death. Patient was placed on comfort care and passed away on (B)(6) 2017 at home. No additional information provided.